Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient started treatment with injection vancomycin (2gm, 5th day, ip) and injection fortum (1gm, daily, ip) for peritonitis. The cause of the peritonitis was a break in aseptic technique. The patient was retrained on proper aseptic technique. The patient completed the antibiotic course and recovered from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.